Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: catalog # unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that while in the operating room placing an implant with the zimvie real guide system, the threaded tip of the fixture mount for a 3.1mm implant broke of in the implant. The setting was at 50 ncm. The tip is firmly lodged in the implant so we cannot use it unless we can remove the fixture mount tip. Clinician requesting a screw removal tool to attempt to salvage the implant. Also requesting replacement of the fixture mount.